Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
During an open colostomy closure, the deployed staples were not formed properly at the 3rd firing on the intestinal tract. It was found that the mucous membrane of the intestinal tract was left inside the jaw. The target tissue was cut additionally, and additional hand suture was performed to complete the case. No problem was observed on the anastomosis site after the procedure. The patient is stable.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/13/2020. D4: batch # t5d03f. Device evaluation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.